Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving dilaudid at an un known concentration at a dose of 9.992 (no units reported) via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that a motor stall happened at 5 p.m. On (B)(6) 2017 and the patient went to the emergency room for care in case withdrawal symptoms occurred. It was indicated that the patient had no withdrawal symptoms during that time. The pump never recovered from the motor stall. There were no environmental/external/patient factors that may have led or contributed to the issue reported. No diagnostics or troubleshooting was performed. The pump never came out of a motor stall and surgical intervention was taken to resolve the issue as the pump was replaced at 7:30 a.m. On (B)(6) 2017. It was noted that the patient was doing well after replacement and that at the time of the report the issue was resolved. The patient status at the time of the report was indicated to be ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.